Manufacturer narrative:
The reported field event of backup vvi while still in the box was confirmed in the laboratory. Review of the device image indicated that backup operation was caused by a software error. After product code was downloaded, the device showed normal characteristics. The device was tested on the bench and no anomalies were found. The cause of the software error could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device preparation for implant, backup vvi was observed. The device download was not performed. The device was replaced.